Manufacturer narrative:
Clinical review: there is a temporal relationship between the event of hernia with subsequent repair and pd therapy on the liberty select cycler. There is no documentation to show a causal relationship between the adverse event and the liberty select cycler. It is unknown when the hernia was discovered or if the patient had initiated pd therapy at that time. Additionally, there is no allegation of a device malfunction or deficiency against any fresenius product for the hernia. Based on available information the cause of the hernia is unknown. Many types of hernias have been reported in patient¿s undergoing pd therapy due to increased intra-abdominal pressure and deteriorated connective tissue. Plant investigation: no parts were returned to the manufacturer for physical evaluation. A records review was performed on the reported serial number. An investigation of the device manufacturing records was conducted by the manufacturer. There were no non-conformances, or any associated rework identified during the manufacturing process which could be related to the reported event. In addition, the device history record (DHR) review confirmed the results of the in-progress and final quality control (qc) testing met all requirements. The investigation into the cause of the reported problem was not able to be confirmed. A definitive conclusion regarding the complaint incident cannot be reached without a physical examination of the complaint device.

Event description:
On (B)(6) 2018 during routine follow-up for a separate customer experience, the peritoneal dialysis registered nurse (pdrn) reported that this male patient on continuous cycling peritoneal dialysis (ccpd) for renal replacement therapy (rrt) underwent an inguinal hernia repair on (B)(6) 2018. The patient experienced a fluid volume overload (c-264445) and was hospitalized (B)(6) 2018. Since the hernia repair was already pre-scheduled for (B)(6) 2018, the physician kept the patient hospitalized. Hospital course for the hernia is unknown. The patient was discharged (B)(6) 2018. The patient continued pd therapy during the hospitalization, but it is unknown if fresenius products were utilized. Additional information was solicited.